Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. The patient was asymptomatic. Further information was requested, but not yet available.

Event description:
New information received states that following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable during and post procedure.